Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated she was trying to correct when the keys were sticking. The customer stated she kept pressing the buttons until it let her finish correcting. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received no button response due to lcd unlock keypad connector. Unable to perform a21 error test due to no button response. Unable to verify a21 alarm due to no button response. The insulin pump has minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump was returned an evaluated by the manufacturer on the initial report.